Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced irritation and rash around sensor patch adhesion site. Patient claimed that after sensor removal, the rash developed into a scar due to patient scratching. Patient did not report any medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient to consult a physician, should their symptoms not subside.